Manufacturer narrative:
The conclusions are as follows: - the device did not switch in standby mode. Indeed, a nominal command was sent with the programmer to the device 10s before interrogation on (B)(6) 2024: the emergency button on the programmer has been activated by the user. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
In the second follow-up after the implant, when interrogating the patient, it showed vvi at 70bpm and voltage 5v and sensitivity at 2.2mv as if it had entered safety mode. Nobody programmed these values and this change is not noticeable.

Event description:
In the second follow-up after the implant, when interrogating the patient, it showed vvi at 70bpm and voltage 5v and sensitivity at 2.2mv as if it had entered safety mode. Nobody programmed these values and this change is not noticeable. Why this programming change?